Event description:
It was reported that in probably 2002 due to insurance changes no one would take her/refill the pump because of which patient went through withdrawal and was hospitalized. It was stated that she had a fall, was in withdrawal, she couldn¿t talk ¿it was so ugly.¿ patient was started on IV morphine which helped but until the pump was filled there was no solution.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2006. (B)(4).